Manufacturer narrative:
The product has not been returned for evaluation. Should additional information become available, a follow-up report will be submitted. Batch review results for lot #h03j080067 were found to be within specification requirements.

Event description:
Customer reported that cryocyte bag was placed in liquid nitrogen and stored for nine days. Cryocyte bag was stored in carton boxes within a metal rack. When bag was removed out of the tank, bag ruptured. Patient received the product on (B)(6) 2004 and no additional antibiotics were given to the patient. No adverse events were reported related to this event. No additional information has been received, though information has been requested.